Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error upon powering on was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a loose rj45 cable connection on the air trap sensor pcb and an unknown particle blocking the sensor hole. The event log review indicated multiple mid:09 errors, confirming the reported complaint. During the functional power-on self-test (post), the thermogard xp ivtm displayed a mid:09 error intermittently, confirming the reported complaint. During post, the saline assembly turned its emitters on. However, a non-permissible pattern of detections was read. Verified the root cause was a loose connection of the rj45 cable on the sensor board. Also, noticed unknown particles blocking the sensor hole. Secured the rj45 cable connection and removed the particles from the sensor path to remedy the complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During the setup at the customer site, the loaner thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error upon powering on. No patient involvement.